Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Reporter states, "surgeon attempted to snap insert into baseplate, three times, unsuccessfully." An alternate insert was implanted. There was no adverse consequence to the patient or delay in surgical or anesthesia time reported due to this event.